Manufacturer narrative:
This is the 10th of 14 reports. Subject device remains implanted.

Event description:
It was published in a literature abstract that cases performed between 10-jan-2019 to 02-jan-2020 on a total of 55 patients with 68 treated aneurysms were treated with flow diverter (subject device). There were procedure related complications reported in 12 patients and 1 patient suffered a minor complication of retinal hemorrhage on pod 1. The patient was treated with the implant of a flow diverter (subject device) for un-ruptured aneurysms on the left para-ophthalmic internal carotid artery, 5 x 4.4 mm, and left ophthalmic artery, 3.6 x 3.3 mm (aneurysm size 5-9.9 mm and < 5mm ). The case was initially attempted as independent case but failed. Attempted second time as proctored case. Vision improving from 20/200 to 20/60.

Manufacturer narrative:
Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device dfu. As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. As per the surpass streamline dfu, intended use/indications for use: the surpass streamline flow diverter is indicated for use in the endovascular treatment of patients (18 years of age and older) with unruptured large or giant saccular wide-neck (neck width = 4 mm or dome-to-neck ratio < 2) or fusiform intracranial aneurysms in the internal carotid artery from the petrous segment to the terminus arising from a parent vessel with a diameter = 2.5 mm and = 5.3 mm. The available information indicates that the patient was treated with the implant of a flow diverter (subject device) for un-ruptured aneurysms on the left para-ophthalmic internal carotid artery, 5 x 4.4 mm, and left ophthalmic artery, 3.6 x 3.3 mm (aneurysm size 5-9.9 mm and < 5mm ). Based upon medical review assessment, the data reasonably suggest the clinical event is anticipated in nature and severity as per the dfu/risk documents. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files., an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was published in a literature abstract that cases performed between 10-jan-2019 to 02-jan-2020 on a total of 55 patients with 68 treated aneurysms were treated with flow diverter (subject device). There were procedure related complications reported in 12 patients and 1 patient suffered a minor complication of retinal hemorrhage on pod 1. The patient was treated with the implant of a flow diverter (subject device) for un-ruptured aneurysms on the left para-ophthalmic internal carotid artery, 5 x 4.4 mm, and left ophthalmic artery, 3.6 x 3.3 mm (aneurysm size 5-9.9 mm and < 5mm ). The case was initially attempted as independent case but failed. Attempted second time as proctored case. Vision improving from 20/200 to 20/60.